Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The technician noted, "helix extended and retracted smoothly with no anomaly." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician had difficulty placing the lead. It was further reported that the lead helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.